Event description:
It was reported that the patient presented to the emergency room with symptoms unrelated to their heart device. Upon review, it was discovered that the right ventricular lead exhibited high voltage lead impedance. No intervention was performed, and the physician elected to continue to monitor the lead. The patient was in stable condition.